Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site and the issue was resolved by replacing the inspiratory pressure transducer printed circuit board (pcb). The replaced pcb was returned for further investigation. Simulated use testing of the returned inspiratory pressure transducer pcb failed the performed pre-use check with internal leakage, pressure transducer and safety valve tests. Peep was high than set during ventilation and it alarmed for paw high, safety valve test and expiratory volume low. It was that the zero pressure has major drift which concluded that the pressure sensor was drifting in which explain the reported issue. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.